Event description:
The complainant reported the patient was on impella cp support and during support, the purge pressure rose. The purge cassette was replaced, however the issue persisted. The was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of high purge pressure has been completed. No product/logs were returned. A picture of the noted mark on the catheter was provided, which showed a compressed/flattened 2-3cm length of catheter at the 75 cm marking. The root cause of the high purge pressure was most likely a kinked purge line since the provided image of catheter appears to be kinked and clinical details suggest excessive force being used when securing the pump e4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration.